Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had relocated and was not able to find a healthcare provider to fill the pump.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine (16 mg/ml) at 6.921 mg/day and dilaudid (2 mg/ml) at 0.8651 mg/day via an implantable pump for spinal pain. An alarm was occurring due to an empty pump. The patient had missed a refill several months ago (reported on (B)(6) 2016) and was experiencing withdrawal, which was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.